Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, trauma / accident, immediate implantation, infection, increased sensitivity. Immediate implantation, temp denture, gingiva did not fully cover and patient said it would trap, excessive polygrip use